Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found a defective cable that caused a broken image. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the uhi-4-high flow insufflation unit had a continuous warning signal when the unit was switched on, and the display lit up after turning on for three seconds and then turning off. The issue was found during preparation for use. No procedure or patient was affected by this event. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: a defective cable that caused a broken image. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the "pre-countermeasure component (line pressure sensor)" mounted on printed circuit (cr) board of the device failed. Olympus will continue to monitor field performance for this device.